Event description:
The customer's mother reported a frozen screen and unresponsive buttons. The mother stated that the time on the screen was not advancing. The mother also stated that the customer's blood glucose reading was 400 mg/dl. Advised the mother that the insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to keypad connector on lcd board unlocked. No frozen display noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.